Manufacturer narrative:
If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that while using the vela ventilator, xdcr (transducer) fault alarms would occur occasionally. This occurred while on a patient so the ventilator was switched out to another ventilator with no harm or injury to the patient.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspected component, a vela main pcba (printed circuit board assembly), and evaluated the component. An evaluation of the component found "xdcr fault" event recorded in the event error log and the unit did not pass xdcr (transducer) calibration. The reported issue was duplicated and discovered to be related to material fatigue.